Manufacturer narrative:
Based on the information provided, intuitive surgical inc. (Isi) has not determined the root cause for the post-operative complication experienced by the patient. The journal article does not contain any allegation that a malfunction of a da vinci system, instrument, or accessory occurred in relation to the reported event. Isi has made several attempts to contact a physician who co-authored the journal article to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the journal article indicated that a patient sustained nerve damage after undergoing a da vinci surgical procedure. However, at this time, it is unknown how the patient's reported injury occurred.

Event description:
On (B)(6) 2013, intuitive surgical inc. (Isi) received a journal article by cooper et al titled, underreporting of robotic surgery complications. In this article, the authors reported complications reported in maude database or lexisnexis, and pacer (public access to court electronic records) from january 1, 2000 to august 1, 2012. According to a reported injury in the article, a patient sustained nerve damage after undergoing a prolonged unspecified da vinci surgical procedure on (B)(6) 2007. No additional information was provided regarding the reported event. The hospital name, da vinci system serial , and type of procedure involved with this complaint were not included in the article. Article information: title: underreporting of robotic surgery complications authors: michol a. Cooper, andrew ibrahim, heather lyu, martin a. Makary published date: 08/27/2013 link: (B)(4).